Event description:
On 5/6/2024 it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9676 angled reamer, drive shaft was getting stuck inside an ar-9597-20 angled reamer sleeve, 20° and an ar-9597-10 angled reamer sleeve, 10°. Another device was swapped, and the case was completed without adverse effects on the patient. This was discovered during a procedure with no individual case information provided and no patient harm reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9597-20, serial/batch number (B)(6), was received for investigation. The visual evaluation revealed heavy scratches and lines in the sleeve collar and scratches along the shaft. Both devices arrived separately for investigation. The observed condition is most likely due to heavy use. Functional testing was conducted with the received mating part ar-9676. When attempting to insert the shaft into the ar-9597-20, resistance was encountered, preventing a proper fit. The observed condition is most likely caused by overheating during use, which can be attributed to the age or extensive use of the device.